Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user saw the physician and ostomy nurse at tampa general. The end user was prescribed an antifungal powder, stomahesive powder and seal in with skin protectant barrier. She was instructed to use barrier under tape boarder to keep tape boarder from contacting skin. End user confirmed that product lot number is not available; not able to be retrieved. She reported she uses brava strips under tape border to keep it from contacting skin. It was advised to the end user to discontinue use or continue to use product to prevent tape contact with skin. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: (B)(4) 2014.

Event description:
End user reports red itchy rash with blisters matching outline of tape border in her right lower quadrant.